Event description:
It was reported that the pacemaker exhibited oversensing with pacing inhibition. No prolonged pacing pauses were noted, but the rate was slower than the programmed sixty beats-per-minute. The pacemaker system remains in service. No adverse patient effects were reported.